Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿numerous low voltage alarms¿ was confirmed with the submitted log file. The log file captured intermittent low voltage alarm events while the system was supported on the 14v batteries/clips. The alarm events were the result of transient battery fuel gauge voltage values when one of the 14v batteries reached near the low limit threshold. It was noted the intermittent alarm events were not captured when the system controller was connected to the mobile power unit. A root cause could not be determined during the evaluation. Additional information communicated on 14sep2021 indicated the system controller was exchanged. The alarm issue did resolve; however, the suspected cause of the issue was not provided. The information did not indicate the suspected products are returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(4)) was shipped to the customer on 21dec2017. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured long strings of low voltages while the patient was using battery power only. There were also irregular voltages noted on the white power cable and even when connected to a fully charged battery the white power cable showed it was about half charged. The system controller was exchanged and no further low voltage alarms were noted.